Manufacturer narrative:
The reported event was confirmed as use-related. Received only the catheter for evaluation. The sample was visually evaluated and observed the catheter is broke at catheter shaft. The surface was normal in appearance with the presence of typical jagged tearing which results from breakage of the catheter. The tearing looks like the shaft was pulled with external forced that could cause the catheter break. The unit was inspected for the presence of oxidation, acid cuts, abrasions, external cuts or tears that could cause the shaft to break. None of the conditions above were evident on the sample. The breakage did not occur as a result of any manufacturing process related cause. The following was found from the dimensional evaluation: length of catheter - 35 cm long. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "[warnings] do not pull the catheter hard. [The bladder/urethra may be injured.] [Contraindications] be careful that the catheter is not exposed to oitments, contract medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] Adverse events urinary-tract infection, hemorrhage, hematuria-allergy reaction to the device, calculus formation, edema, pain, discomfort, injury of bladder or urethral, urethritis, urinary incontinence, retained balloon fragments". (B)(4).

Event description:
It was reported that the catheter was pulled on and broken by the patient on the day after placement. The patient had symptoms of dementia. An additional procedure was done using a cytoscope to remove the broken fragment and this happened again to the same patient a day later.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was pulled on and broken by the patient on the day after placement. The patient had symptoms of dementia. An additional procedure was done using a cystoscope to remove the broken fragment and this happened again to the same patient a day later.